Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor test, excessive no delivery test and occlusion test. No motor error alarm and excessive and no delivery alarm noted. The motor was tested outside of the device and passed. Insulin pump passed self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump received motor error and blank display. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm and also had blank display. The customer was advised to insert the new battery. Customer stated that the display returned. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.